Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the thread on the nanotack anchor broke during insertion. The nanotac anchor was inserted to stabilize the tear initially. Introducer broke off and some fragments were removed with a grasper, but a small segment was left in the bone. It was fully buried so left inside the patient.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "design, -sutures not strong enough for application, - inserter or anchor damages suture, - suture/anchor assembly not sufficient to withstand loads, - suture cut on guide, process, -damage to sutures during manufacturing process, - suture assembly not performed correctly, application, -excessive force on sutures". The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the thread on the nanotack anchor broke during insertion. The nanotac anchor was inserted to stabilize the tear initially. Introducer broke off and some fragments were removed with a grasper, but a small segment was left in the bone. It was fully buried so left inside the patient.